Event description:
Customer reported a delivery anomaly on the insulin pump. Customer stated that when she checks the reservoir she notices that the reservoir has a certain amount of insulin but when she looks couple hours later, the insulin amount has dropped significantly. Customer has also been experiencing low blood glucose readings. Customer's blood glucose reading at the time of the call was 79 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.